Event description:
In 2005, a pt felt more painful after second injection of ari z dispo, who received endoscopy operation in left knee joint and the first injection of artz 15 days earlier. Twenty two days later, the pain as relieved. And then the pt received artz dispo untill the treatment duration ended (5 dosage were injected within 6 weeks). On the second day of last injection, the pain became severe. The pt descrived the pain as sting feeling, and went to see doctor again. About 2 months after initial injection the pt was operted endoscopy for right knee joint again in order to relieve the pain. Needle-like crystal bodies (5 mm long 0.1-0.2 mm in diameter) during operation and the pain was relieved the second after operation.

Event description:
The patient has recovered completely as of may 2005. The doctor doesn't mention the causal relationship between the event and artz.